Event description:
Device malfunction: premature deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was noticed that the xpert stent was prematurely, partially deployed. There was no pt involvement. The procedure was completed using another xpert stent. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.